Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the catheter had loose connection at the hub. It was reported that this occurred with 208 devices. This is the 2nd of 2 reports. The following information was provided by the initial reporter: loose catheters where is the location of the loose? The hub where the catheter normally sits.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the catheter had loose connection at the hub. It was reported that this occurred with 208 devices. This is the 2nd of 2 reports. The following information was provided by the initial reporter: loose catheters where is the location of the loose? The hub where the catheter normally sits.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-jul-2023. H.6. Investigation summary: our quality engineer inspected samples submitted for evaluation. Bd received 206 sealed and 2 unsealed 20ga x 1.00in. Insyte autoguard units from lot number 3114862. A penetration test was performed on (B)(4) sealed units and all tested units met catheter tip specifications. Four of the units failed the needle tip specifications. The catheters for the unsealed units were visually inspected, and leak tested where none of the catheters from the unsealed units displayed any leakage. Microscopic analysis was performed for the catheters of the unsealed units. Testing and visual inspections did not discover any evidence that may suggest loose or broken catheters. No damage to the catheters were discovered. The report of the catheters being defective/damaged and the catheter being broke or separated before placement was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of these batches. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.